Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840006555, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation surgery at l4-iliac using screws and rods. On an unknown date, post-op, the screw on the left of iliac broke. The patient also experienced pain in the right buttock. Hence, a revision surgery was performed in which the broken screw was completely explanted and replaced with another new screw. Then, the rods were connected. Patient's issue has now been reported as resolved.